Event description:
The swivel lock did not lock and the pt moved. Additional information had been requested and on (B)(6) 2013, the following information was provided: the pt underwent a posterior cervical fusion. The pt was in a prone position and was draped. It was noted by the physician that the pt's head shifted under the drapes prior to incision. The surgery was stopped and the drapes were removed. The mayfield was switched and the pt was repositioned without complications. There was no change in neuromonitoring. The physician proceeded with the surgery and no complications were noted. No further information was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.